Event description:
Customer reported a positive result for blood and glucose on a sample. Repeat testing results on the sample were negative for each parameter. Results were not reported to physician. There was no report of injury with this event.

Manufacturer narrative:
Field service engineer dispatched to customer. Cleaned optical subsystem and then recalibrated the system. This corrected the problem and was verified by running positive and negative controls.